Event description:
The customer reported receiving false positive hcg results while using fisher sure-vue hcg urine cassettes for two patients. The second patient presented to express care complaining of ear pain, cough, nausea. A fresh urine sample was provided by the patient which was clear in appearance. The urine was tested using a fisher sure-vue hcg urine cassette, the results were read at 3 minutes, and a false positive hcg result was obtained. The patient was sent for confirmatory testing using a sure-vue combo test and dxi beta hcg. The results were reported as pending, however the customer advised they believed the positive result was false as the patient was not sexually active. As a result of the false positive hcg result, the patient experienced anxiety which did not require medical treatment. No adverse event reported. See MDR 2027969-2024-00191 for the false positive results on the first patient. New information received on 27nov2024, noted the customer submitted a total of 4 medwatch reports for these 2 patients. The customer reported this patient presented complaining of ear pain, cough, and nausea. A fresh urine sample was tested 3 times using devices from lot 0000853388, and false positive hcg results were obtained. An additional device from a different box was then tested which yielded a negative hcg result. The customer noted, the instructions for use were followed and indicated this was a stressful situation as the positive results had to be discussed with the patient's parents. Please note, the customer provided an event date of 17oct2024 in the medwatch form and a date of 16oct2024 to the legal manufacturer. Through clarification with the customer, they confirmed the correct date is 16oct2024. Additionally, the customer initially mentioned a confirmatory test was performed using a sure-vue combo test, however the information provided by the customer in the medwatch is for a urine only device from lot 0000857023. Furthermore, the customer's medwatch form does not mention the additional confirmatory testing performed via the dxl beta hcg device.

Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. Retained devices from the reported lot number were tested with return patient urine samples from the customer. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. Additionally, quantitative testing was performed on the patient sample which noted the sample contained an average of 3.8miu/ml hcg. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product or returned patient sample. Complaints are tracked and trended on a monthly basis. Per the package insert: note: a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. Very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain nontrophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving false positive hcg results while using fisher sure-vue hcg urine cassettes for two patients. The second patient presented to express care complaining of ear pain, cough, nausea. A fresh urine sample was provided by the patient which was clear in appearance. The urine was tested using a fisher sure-vue hcg urine cassette, the results were read at 3 minutes, and a false positive hcg result was obtained. The patient was sent for confirmatory testing using a sure-vue combo test and dxi beta hcg. The results were reported as pending, however the customer advised they believed the positive result was false as the patient was not sexually active. As a result of the false positive hcg result, the patient experienced anxiety which did not require medical treatment. No adverse event reported. See MDR 2027969-2024-00191 for the false positive results on the first patient. New information received on 27nov2024, noted the customer submitted a total of 4 medwatch reports for these 2 patients. The customer reported this patient presented complaining of ear pain, cough, and nausea. A fresh urine sample was tested 3 times using devices from lot 0000853388, and false positive hcg results were obtained. An additional device from a different box was then tested which yielded a negative hcg result. The customer noted, the instructions for use were followed and indicated this was a stressful situation as the positive results had to be discussed with the patient's parents. Please note, the customer provided an event date of 17oct2024 in the medwatch form and a date of 16oct2024 to the legal manufacturer. Through clarification with the customer, they confirmed the correct date is 16oct2024. Additionally, the customer initially mentioned a confirmatory test was performed using a sure-vue combo test, however the information provided by the customer in the medwatch is for a urine only device from lot 0000857023. Furthermore, the customer's medwatch form does not mention the additional confirmatory testing performed via the dxl beta hcg device.

Manufacturer narrative:
H6 - adverse event problem: investigation conclusions code was updated from d14 to d15 as the cause could not be determined since the quantitative testing and testing of returned sample was for the second patient. H11 investigation conclusion was updated to clarify although return patient sample testing was performed, the sample received and tested was for (B)(6). Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. Additional testing on the reported lot with a return patient sample (from (B)(6) referenced in 2027969-2024-00191, mw5161908, mw5161909, and mw5161910) from the customer was tested and the results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. Additionally, quantitative testing was performed on the patient sample (from (B)(6) referenced in 2027969-2024-00191, mw5161908, mw5161909, and mw5161910) which noted the sample contained an average of 3.8miu/ml hcg. Sample was not available for return for patient (B)(6), therefore additional testing could not be performed. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product or returned patient sample. Complaints are tracked and trended on a monthly basis. Per the package insert: note: a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. Very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain nontrophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving false positive hcg results while using fisher sure-vue hcg urine cassettes for two patients. The second patient presented to express care complaining of ear pain, cough, nausea. A fresh urine sample was provided by the patient which was clear in appearance. The urine was tested using a fisher sure-vue hcg urine cassette, the results were read at 3 minutes, and a false positive hcg result was obtained. The patient was sent for confirmatory testing using a sure-vue combo test and dxi beta hcg. The results were reported as pending, however the customer advised they believed the positive result was false as the patient was not sexually active. As a result of the false positive hcg result, the patient experienced anxiety which did not require medical treatment. No adverse event reported. See MDR 2027969-2024-00191 for the false positive results on the first patient. New information received on (B)(6) 2024, noted the customer submitted a total of 4 medwatch reports for these 2 patients. The customer reported this patient presented complaining of ear pain, cough, and nausea. A fresh urine sample was tested 3 times using devices from lot 0000853388, and false positive hcg results were obtained. An additional device from a different box was then tested which yielded a negative hcg result. The customer noted, the instructions for use were followed and indicated this was a stressful situation as the positive results had to be discussed with the patient's parents. Please note, the customer provided an event date of 17oct2024 in the medwatch form and a date of 16oct2024 to the legal manufacturer. Through clarification with the customer, they confirmed the correct date is 16oct2024. Additionally, the customer initially mentioned a confirmatory test was performed using a sure-vue combo test, however the information provided by the customer in the medwatch is for a urine only device from lot 0000857023. Furthermore, the customer's medwatch form does not mention the additional confirmatory testing performed via the dxl beta hcg device.

Manufacturer narrative:
A5 - ethnicity: was updated as the customer indicated "not hispanic/latino" b3 - date of event: was updated to 16oct2024 as the customer confirmed this information to be correct. B5 - describe event or problem: was updated to include information contained within the medwatch form b6 - relevant test/laboratory data: was updated to include the new name of the sure vue test with lot number and dates of 2 tests. D9 - device available for evaluation: was changed from yes to no as patient sample was returned. H6 - adverse event problem: type of investigation: b03 was removed as the customer returned patient sample and not devices from the reported lot. Please note: b08 testing with retain devices and b09 testing is anticipated. Therefore, the investigation findings and conclusion are pending. Preliminary investigation findings: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: - very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain nontrophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported receiving false positive hcg results while using fisher sure-vue hcg urine cassettes for two patients. The second patient presented to express care complaining of ear pain, cough, nausea. A fresh urine sample was provided by the patient which was clear in appearance. The urine was tested using a fisher sure-vue hcg urine cassette, the results were read at 3 minutes, and a false positive hcg result was obtained. The patient was sent for confirmatory testing using a sure-vue combo test and dxi beta hcg. The results were reported as pending, however the customer advised they believed the positive result was false as the patient was not sexually active. As a result of the false positive hcg result, the patient experienced anxiety which did not require medical treatment. No adverse event reported. See MDR 2027969-2024-00191 for the false positive results on the first patient.

Event description:
The customer reported receiving false positive hcg results while using fisher sure-vue hcg urine cassettes for two patients. The second patient presented to express care complaining of ear pain, cough, nausea. A fresh urine sample was provided by the patient which was clear in appearance. The urine was tested using a fisher sure-vue hcg urine cassette, the results were read at 3 minutes, and a false positive hcg result was obtained. The patient was sent for confirmatory testing using a sure-vue combo test and dxi beta hcg. The results were reported as pending, however the customer advised they believed the positive result was false as the patient was not sexually active. As a result of the false positive hcg result, the patient experienced anxiety which did not require medical treatment. No adverse event reported. See MDR 2027969-2024-00191 for the false positive results on the first patient.

Manufacturer narrative:
B6 - relevant test/laboratory data: updated the results of the previously pending tests. D9 - device available for evaluation: updated to "yes". H6 - adverse event problem: updated to include b03. Preliminary investigation findings: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: - very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain nontrophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.